Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after reviewing the list of recent alarms, the fse did verify the "gas loss in iabp circuit" alarm. The fse reviewed the list of recent faults and did not find any fault logs associated with gas loss errors. The fse allowed the iabp to operate on an internal trigger at 120bpm and could not duplicate any gas loss alarms. The fse also connected the system trainer and allowed the iabp to operate and could not duplicate any gas loss alarms. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas leak alarm. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.